Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the broken probe on the distal tip of the device was caused by stress and deterioration. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject video scope exhibited broken probe on the distal tip. There was no patient involvement.